Event description:
Hamilton-g5 ventilator not ventilating, volumes not delivered. Further review revealed the device was manually put into standby and switched off manually. Per biomed: testing completed and passed.